Manufacturer narrative:
The customer reported that the unit was unable to fully acquire 12-lead ECG in that waveforms v1 and v2 were intermittent. On 08/26/2009, the unit was evaluated at philips. The symptom could not be duplicated and the device passed all testing. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since we could not duplicate the symptom.

Event description:
The customer reported that the unit was unable to fully acquire 12-lead ECG in that waveforms v1 and v2 were intermittent.